Manufacturer narrative:
An event regarding patient pain involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation:a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Right side, dob (B)(6) 1950. The patient is enrolled in the (B)(6) study. Patient underwent primary hip replacement and was experiencing pain. X-rays and operative notes will be forwarded upon receipt. (B)(6) 2015: the clinical study associate advised that information she received from the surgeon indicated that the patient experienced severe pain was not related to the implant, but it had to be revised to provide relief.

Manufacturer narrative:
Additional devices noted in this report: cat # 1235-2-521, lot # g3909305, description: restoration (tm) adm. Cup w/ha, cat # 6260-5-028, lot # 47891701, description: 28mm -4 v40 taper vit head, cat # 6720-0535, lot # 47987802, description: size 5 accolade ii 132 deg. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right side, dob (B)(6). The patient is enrolled in (B)(6). Patient underwent primary hip replacement and was experiencing pain. X-rays and operative notes will be forwarded upon receipt. (B)(6)-2015: the clinical study associate advised that information she received from the surgeon indicated that the patient experienced severe pain was not related to the implant, but it had to be revised to provide relief.